Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision was performed to explant the right atrial lead due to high thresholds and a decline in sensing and impedances. This lead did have high programmed outputs. The physician observed a separation between the insulation and the distal electrode of this lead. In addition, during this case the physician also observed multiple abrasions on the right ventricular lead proximal to the venous entry site. This lead was subsequently surgically abandoned. This was a right sided implant on a right handed patient and there was inquiry if this could be related to lead crush issue. It was later reported that this patient was readmitted for observation. A chest x-ray revealed a hemothorax in the upper right lobe of the lung. A chest tube was placed and the patient will be monitored. The physician believed this occurred during the removal of the atrial lead.

Manufacturer narrative:
Upon return to our quality assurance laboratory the lead underwent detailed analysis. The complete lead was returned. Set screw marks were noted on terminal pin and ring. The lead body appeared wavy from 35 cm to 49 cm (the distal tip of lead). The electrode tip was pulled about 2 mm proximally into molded neck. In addition, the silicone tubing insulation was pulled from proximal edge of distal ring. There were two tears/punctures noted in the outer insulation at this location. Underneath it, the outer coils were slightly stretched and had a minor bend. Dried blood was noted in outer coils from 40 cm to the distal tip (49 cm from pin). An x-ray revealed the inner coils to be stretched from 39 cm to 47 cm from the pin. Analysis confirmed the observed separation between the insulation and the distal electrode of this lead which may have been a result of handling damage at the explant procedure. The lead was further tested for electrical integrity and analysis revealed the conductive paths to be in specification.